Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. A friend of the owner of the meter reported the customer was sweating all night and then fainted. Customer reported taking 3 glucose tablets to counteract the medical event. There was no report of third party medical intervention, death, serious injury or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter .